Event description:
Lap gastric bypass- "when using the device to seal vessels that are bleeding on the fatty tissue it stick to the device. In this case the surgeon had to use a grasper to pull the tissue off the tip of the device. Generator model: ea010 serial no: (B)(4)." Patient status: the patient is fine.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. It is possible that tissue sticking can occur as a result of eschar build-up on the device jaws. As stated in the IFU, "warning: build-up of eschar can negatively affect the sealing and cutting performance" and "for optimal performance, keep the jaw surfaces clean." A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Applied medical continuously seeks to improve the form, function, and ease of use of its products. This document represents our initial / final report.